Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative, and a consumer regarding a patient receiving dilaudid (5mg/ml, 3.7012mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was observed at the initial interrogation, and there were multiple motor stalls and recoveries. The patient did not recently have magnetic resonance imaging (MRI) or new environmental exposure. The reported symptoms included that the patient was uncomfortable on (B)(6) 2015, and experienced sudden loss of therapy. The pump was interrogated and the logs went back to (B)(6) 2015, which showed multiple stalls and recoveries; some stalls lasting 2 to 3 days. There were also multiple stalls and recoveries noted in the logs between (B)(6) 2015, and (B)(6) 2015. There were also stopped pump period may exceed tube set messages on (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015. The patient had heard the pump alarm on (B)(6) 2015. The patient was placed on minimum rate, and was covered with oral dilaudid. No rotor study or dye study were performed. The patient had a pre-operative appointment with the hcp on (B)(6) 2015, and the pump was explanted on (B)(6) 2015. The patient recovered without sequela. The cause of the motor stalls was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the 8637-40 serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found slight corrosion present on gear wheel. Analysis found wear on the upper shaft of gear 2, and significant residue.

Event description:
Additional information received reported the cause of the motor stalls were not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.